Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 45 mg/dl and food was consumed to address bg. Customer did not know cause of low bg. As tandem technical support was not contacted at the time of the event, a cause could not be determined.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 45 mg/dl and below were recorded by continuous glucose monitor (cgm) on (B)(6) 2019 from 4:55-6:45 am. Cgm alert 1 (cgm low alert) was annunciated. Prior to the low bg, user requested a 1.74 unit bolus for a bg of 204 mg/dl while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.